Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The device had been installed less than 5 years ago, and it was unlikely that it was out of order due to deterioration over time. Therefore omsc surmised that the reported phenomenon (no image) was attributed to the failure of the ap board due to accidental failure of the components on the ap board which was input part of the image signal from the endoscope. Also omsc surmised that the reported phenomenon (color bar image) was attributed to the communication failure between the endoscope and the subject device due to the unstable electrical contact, which was caused by the connection of the endoscope to the subject device with insufficient drying of the electrical contact of the endoscope and/or adhesion of foreign material (chemical solution residue, water scale, sebum, dust and/or lint of gauze), because the color bar is displayed when the subject device cannot detect the connected endoscope. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation before use, the endoscopic image was not displayed and became color bars. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon (no image) was duplicated due to the failure of the electrical circuit board. The color bar image was not displayed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.